Event description:
Note: this report pertains to one of two complaints that occurred to the same patient. Refer to manufacturer report # 3005099803-2010-02911 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was involved during a stent placement procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, a wallflex stent (subject of this complaint) was placed to treat a malignant 3cm stricture in the horizontal part of the duodenum. On (B)(6) 2010 it was noted that the stent had ingrowth at its distal end. On (B)(6) 2010, a second wallflex (refer to manufacturer report #3005099803-2010-02911) was attempted to be placed as a stent in stent procedure. After the delivery system was advanced to the lesion, the handle was retracted to deploy the stent, but severe resistance was felt and the distal handle broke. The device was removed from the scope. The stent was not able to be released outside the patient. The procedure was completed with another wallflex stent, and 2 stents remain implanted in this patient. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(6). (B)(4) (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.